Event description:
As reported by the edwards clinical specialist (cs), during the transapical transcatheter aortic valve replacement (tavr) procedure, the sapien valve moved slightly aortic during deployment resting in a 70:30 aortic position. Post deployment echocardiogram (tee) revealed mild ai with functioning leaflets. Furthermore, a post deployment angiogram revealed an occlusion to the left main. Immediately, chest compressions began and the patient was placed on cardiac bypass. Multiple attempts were made to wire the left main. A decision was made to covert the patient to cardiac surgery in the attempt to remove the sapien valve as well as the remove the calcium occluding the left main and sew in a surgical valve. Additional information provided by the clinical specialist noted the surgical avr was successful, however, the team noticed the patient's pressure was not coming back and they were perfusing so much that they decided to not continue with efforts. It was not until the bypass and pacer were turned off that they noticed the patient had sustained a gi bleed.

Manufacturer narrative:
Additional information provided by the inpatient death summary indicated that after being weaned from cardiopulmonary bypass, the patient was noted to have residual stunned myocardium. The patient was transitioned from cardiopulmonary bypass to ECMO support. The patient, however, did not do well despite treatment and the family decided to withdraw support. Therefore, ECMO was discontinued, and the patient expired shortly thereafter.

Manufacturer narrative:
The device is not available for evaluation as it remains implanted in the patient; however, there was no allegation of device malfunction, therefore a device history record (DHR) review was not performed. Imaging from the procedure was not available to edwards for review. Per the instructions for use, coronary obstruction is a potential adverse event associated with the transcatheter aortic valve replacement (tavr) procedure. There are several patient factors which could contribute to a coronary obstruction, including a minimal distance between the native annulus and the coronary ostia, bulky calcification, long native leaflets, obliterated coronary sinuses, and thrombus. In addition, procedural factors such as deployment of the bioprosthetic heart valve too aortic and significant valve over sizing could also contribute. In this case, it appears that a combination of patient factors (severely calcified aortic annulus, lcc height equivalent to left main height) and procedural factors (70:30 aortic positioning of the valve post deployment) likely contributed to the reported coronary occlusion. Since there is no allegation of device malfunction, or labeling issues, and the device was not returned for physical evaluation, no further investigational activities will be performed. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. A complaint history for this type of event is reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventive actions are required at this time.